Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the date of the incident was on (B)(6) 2019. The product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed nor were there any variances, mrr¿s or reworks associated with this lot work order number. No service history on file. The reported complaint was not confirmed. Root cause to the end user's experience could not be determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp single pin slipped after it had adjusted to (B)(6) of pressure and the patient received a significant laceration on an unspecified date. Additional information was received on 19jun2019 indicating that integra disposable mayfield pins were used (product ID and lot number unknown). The laceration was (B)(6) in length and it was sutured closed. There was 20 minute surgery delay. The patient has been discharged and in stable condition.